Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with patient identifier (B) (4) for report on advantage system 1.

Event description:
Customer reported 2 blood glucose results of "250s" mg/dl on advantage system 1 and 94 mg/dl on advantage system 2 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.